Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported there was a quarter sized burn around a 5mm apple subxyphoid port. The surgeon used the dh085 during the procedure. The surgeon stated he was flexing the device and the generator would stop until he stopped the flexing. It was reported the dh085 and the trocar were not melted. The surgeon also used electrosurgery. The surgeon reported he felt the electrosurgery caused the skin burn. The surgeon excised the burned skin and closed the trocar site without difficulty. It was reported the ors had biomed tech check the valleylab generator and it reportedly was malfunctioning. The ors is sending the valleylab generator and apple trocar back to the manufacturers and is having the insulation checked on the reusable monopolar instruments used during this procedure. 06/24/97 the surgeon was performing a laparoscopic cholecystectomy and was using the harmonic scalpel. A great deal of torque was required. Upon completion of the procedure, there was noted to be an area of burn around the trocar. It is almost certainly related to excessive torquing of the instrument. The area was excised and was closed, no permanent sequelae to the pt occurred and is not expected. The blade was saved, as was the trocar. The surgeon will check to see if this can be returned to co.

Manufacturer narrative:
Visual inspections & results: evidence of debris in threaded area, no; external damage to blade sheath, yes; and external physical damage, yes/stipped sheath. Functional tests & results: blade not energize/cut correctly, no. Analysis conclusion: based on the inquiry info received, the visual and functional testing, the blade was found to be conforming. The operating manual states "the surgeon should not steer the blade tip by "torquing" (bending) the shaft or by pushing the shaft firmly against the port of adaptor. The effort is wasteful and can cause the sheath to become pinched between blade and port, causing delivery of some energy to the port or adaptor. Improper port location, the 5mm blade shaft being blocked by another instrument or the surgeon unconsciously holding the port in the wrong position might lead to this difficulty." The mfg engineer has been made aware of this rpt'd incident. Co strives to understand each incident as it is rpt'd in order to continuously improve co's products.